Event description:
It was reported that during a device check, markers revealed possible oversensing on the right atrial (ra) lead. The atrial sensitivity was noted to be programmed at 0.18 mv. The physician is currently monitoring the patient. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 4074 implantable pacing lead, implanted: (B)(6) 2013. (B)(4).